Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, noise resulting in oversensing and an automatic mode switch episode were noted on the right atrial (ra) lead. During the unrelated procedure, insulation damage was visually observed. The issue was resolved by repairing the ra lead with medical adhesive and a repair kit. The patient was in stable condition.